Event description:
Additional information received indicated that the right femoral vein was used for the delivery catheter system (dcs) access. Approximately 13 days following the valve implant doppler indicated the thrombosis as did a computed tomography (CT). The c-reactive protein (crp3) blood test was ¿slightly¿ elevated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 13 days following the implant of the transcatheter bioprosthetic aortic valve, venous thrombosis of a leg access site occurred. Swelling presented and hospitalization was required. An unspecified medication was administered. Six days later improvement was noted. The physician indicated the event was unrelated to the medtronic products but possibly related to the implant procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.